Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.5x12mm nc trek rx balloon dilatation catheter (bdc) was being used to post-dilate an unspecified stent. The bdc was prepped per the instructions for use and a 1:1 contrast mix ratio was used. The balloon was inflated without issue, but then the balloon failed to deflate. The balloon was purposely ruptured in order to successfully remove the bdc from the patient anatomy. There was no clinically significant delay in the procedure. No additional information was provided.